Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a subacromial decompression shoulder surgery the metal tip of the device is detached. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation found that the aspirating probe electrode face was detached. Functional testing was not conducted due to damage in the probe face. This was a supplier process issue addressed in ncr-20813.